Event description:
It was reported "on july 30, five o'clock night inspection found that the chest drain tube connected to the heparin cap section extension line separated, the nurse immediately refolded it, called the on-duty doctor for emergency treatment, the catheter was removed and re-retained." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line/luer hub separation was able to be confirmed by the photo. The image shows a separated luer hub, however, the nature of the break (whether material remained within the luer hub) could not be confirmed from the photo. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The customer photo shows a separated luer hub, however, the nature of the break could not be confirmed from the photo. Full complaint verification testing could not be performed to confirm the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) five o'clock night inspection found that the chest drain tube connected to the heparin cap section extension line separated, the nurse immediately refolded it, called the on-duty doctor for emergency treatment, the catheter was removed and re-retained." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).